Event description:
Affiliate reported stepping motor in the valve housing detached from the base plate. It was implanted in 1996 and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.